Event description:
It was reported customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl; suspected cause of high bg was unknown. A system check was performed, and the pump time was found to be incorrect. No other issues were identified during the system check. Reportedly, the time was incorrect due to daylight savings time. Customer delivered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.